Event description:
In 2003 while responding to a pt who was having chest pains, this defibrilator, being used to monitor using monitoring pads and with normal ECG showing, shut down 3 times before it stayed on. The battery was changed each time it shut down. The unit gave a "low battery" prompt in two of the three shut downs. With the third battery, the unit remained on and the pt could be monitored. The pt was transported to the ER.